Manufacturer narrative:
(B)(4). Additional information was received from the nurse, who said the home patient (hp) had contacted her after the incident. Product surveillance recommended a review of proper procedures, and the nurse said she had been working with the hp closely. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if any additional information is becomes available.

Manufacturer narrative:
(B)(4). The complaint for the use error of not using a cap on the patient line was not confirmed. The root cause was use error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During a call for assistance on the home choice (hc), a home patient (hp) revealed she did not use a cap on the patient line after disconnecting. Gts helped the hp end therapy. No serious injury or medical intervention was reported.